Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was experiencing motion issues. The site indicated that the emergency stop function would activate without prompt from the user intermittently. It was reported that the gantry was moving slower than intended and the docking position was varying. There was no patient present when this issue was identified. No additional information was provided.